Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the ipg was unable to communicate with the external devices. Patient had unrelated procedure and ipg was not place in surgery mode. Troubleshooting was able to resolve the issue and connection was established.